Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 354mg/dl, and she was treated with and insulin drip. The caller stated that the customer experienced nausea and vomiting. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.